Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through nineteen (19) clearlink luer activated valves. This event was further described as, ¿the drug is not injected, as the valve is blocked¿. The no flow issues were discovered during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) retention samples were evaluated; one from the start of the batch and one from the end of the batch. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition.the two retention samples were submitted to an underwater air flow test and flow was confirmed; no blockages were present. The reported condition was not verified during the evaluation of the two retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.